Event description:
A microknife xl triple lumen needle was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2007. According to the complainant, "...after the first cut, it was not possible to push out the cut wire." The procedure was completed with another microknife xl triple lumen needle. No patient complications were reported as a result of this event, and patient's condition was reported as "stable".

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, revealed a reportable malfunction. This report is submitted based on these results. A functional test confirmed the reported event. The needle did not fully extend out of the extrusion. A visual examination of the returned device revealed that the distal end of the needle was broken, but the remaining portion appears burnt and rounded. This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database did not identify an add'l complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The jan 2008 15-month needle knife sphincterotome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.